Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, high thresholds, and high out-of-range pacing impedances. It was noted that the patient fell on their device a few weeks ago. Subsequently, a revision procedure was performed. Fluoroscopy confirmed that the lead had fractured. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 123mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations of noise, oversensing, high thresholds, and high pacing impedances were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, high thresholds, and high out-of-range pacing impedances. It was noted that the patient fell on their device a few weeks ago. Subsequently, a revision procedure was performed. Fluoroscopy confirmed that the lead had fractured. The ra lead was explanted and replaced. No additional adverse patient effects were reported.